Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The facility reprocessed the subject device using a non-olympus automated endoscope reprocessor. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in china. The evaluation of the subject device by the service department confirmed that the instrument channel was perforated. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. Olympus china checked the subject device and found that the channel was scratched. There was no report of infection associated with this report.